Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the dexcom system was not taking readings after restarting the sensor after passing the three hour mark. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of the dexcom not taking readings could not be determined. A root cause could not be determined. It was reported that the patient restarted the sensor session prior to the issue occurring. Dexcom labeling indicates: to keep up with your glucose trends, it is important to begin a new sensor session as quickly as possible. After a sensor session ends, the sensor stops taking your sensor glucose readings. You will not get your trends, nor will you get any alarm or alerts.